Event description:
It is reported that while reaming a tibia to prepare for an im nail the 8mm pressure sentinel reamer broke.

Manufacturer narrative:
Evaluation summary: this reamer manufacturing dates back to 2000. During it's potential use of over 8 years, it would have undergone combined effects of stress, repeated fatigue, sterilization, and normal wear and tear. Sem suggests that the fracture is due to overload in torsion and bending. Overuse of the reamer seems to be the reason for fracture in this case. Evaluation: as returned, the reamer shaft has fractured. Device history records indicate all components were manufactured and inspected to specification. The manufacturing documentation is in order and appears to be conforming.